Manufacturer narrative:
On 28-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the doctor noticed some charring above the electrode. The char was on the tip above the electrode. The char was between tip electrode and electrode 2 at the plastic ring separating the electrodes. The physician did not see any error messages, or temperature/flow issues on the catheter. The generator parameters were: qmode+, 90w, temperature target: 55°c, and temperature cut off: 65°c. The patient was anticoagulated with an act (activated clotting time) of >300. The act was maintained throughout the case. The correct catheter settings were selected. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the customer; char, thrombus, or clot residues were observed at the bottom of the dome in the transition between the dome and the first ring; however, during the visual analysis in the lab, no char, thrombus, or clot residues were identified. Then a microscopic examination was performed and the irrigation holes were clean. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31437501l and no internal action related to the complaint was found during the review. The char, thrombus or clot residues issues reported by the customer were confirmed based on the picture provided by the customer. The loss of char, thrombus, or clot residues could be related to the decontamination process, or while the customer try to flushing the catheter during the procedure, however, this cannot be conclusively determined. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. An escalation investigation was addressed to investigate the event reported by the customer. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the doctor noticed some charring above the electrode. The char was on the tip above the electrode. The char was between tip electrode and electrode 2 at the plastic ring separating the electrodes. The physician did not see any error messages, or temperature/flow issues on the catheter. The generator parameters were: qmode+, 90w, temperature target: 55°c, and temperature cut off: 65°c. The patient was anticoagulated with an act (activated clotting time) of >300. The act was maintained throughout the case. The correct catheter settings were selected. The physician considered the char as excessive based on their clinical experience. The doctor estimates the risk to be increased. However, no patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).